Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation cook received a complaint from (B)(6) in osaka, japan stating that a p7.2-38-35-p-5s-0-hirata-011480 (polyethylene angiographic catheter) from lot 13155369 separated during use. The catheter was placed on (B)(6) 2021 for ptcd. The fitting was connected to a drainage bag. Patient activity level was described as "ambulatory." On (B)(6) 2021, the catheter detached from the hub. Therefore, another device was placed. There have been no adverse effects to the patient reported. A review of the complaint history, device history record, instructions for use (IFU), as well as a visual inspection of the returned product, were conducted during the investigation. The complainant returned the one p7.2-38-35-p-5s-0-hirata-011480, polyethylene angiographic catheter in a used and damaged condition for investigation. Physical examination of the returned device discovered the shaft of the catheter was missing with a small section of the shaft still attached to the proximal fitting. The proximal fitting of the catheter was attached to a drainage device. Due to the excessive damage to the catheter, dimensional analysis could not be carried out. Additionally, a document based investigation evaluation was performed. The device master record (dmr) was reviewed and device drawings, manufacturing instructions, quality control procedures, and specifications were identified. Sufficient controls are in place to detect this failure mode prior to release. The product¿s design history file (dhf) has controls in place to address the failure. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot confirmed zero recorded non-conformance's. To date, a further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. Since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints that have been received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to component failure without any design or manufacturing issue. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Rpn: p7.2-38-35-p-5s-0-hirata-011480. (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a polyethylene angiographic catheter separated from the catheter, resulting in leakage. On (B)(6) 2021, the device was placed via an abdominal approach for a percutaneous transhepatic cholangial drainage (ptcd) procedure. Bile was being drained through the line for 4 days. The fitting was connected to a drainage bag. Patient activity level was described as "ambulatory¿. On (B)(6) 2021, the patient called a nurse, who found the catheter to be separated. As a result, another device was placed in an additional procedure. No other adverse effects to the patient have been reported.